Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic stenting procedure performed on (B)(6) 2015. According to the complainant, this procedure was a planned procedure intended to remove and replace a previously implanted pancreatic stent. After removing the preexisting stent, the physician prepared to place the complaint stent. The advanix pancreatic stent was placed on the naviflex pancreatic delivery system and the entire device was moved into position for stent deployment. While attempting to deploy the stent, it was noted that the proximal tip of the stent had buckled. The physician found difficulty withdrawing the guide catheter, but after maneuvering the delivery system the stent was successfully deployed into the patient. There were no patient complications during this event and the patient was reported to be fine. The patient returned 1-2 weeks later for a planned replacement of the complaint device.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Reported event of stent kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.